Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event is unknown device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No service history review can be performed as part number 313.97 with lot number 6030460 is a lot/batch controlled item. The manufacture date of this item is 26-nov-2008. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Part number: 313.97, synthes lot number: 6030460: release to warehouse date: november 26, 2008. Mfg. Site: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented the holding sleeve will not hold a screw. Issue was discovered during routine inspection of device, no patient or surgery involvement. Concomitant devices reported: screw (part number # unknown, lot number # unknown, quantity # unknown) this is report number 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the item would not hold the screw. The repair technician reported the hold sleeve clamps were worn. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: the returned device is in good condition with minimal surface wear. The tip of the collet was inspected; there was minimal wear which is likely related to continued use over the 8+ year life of the device. As the screw was not returned with the device, functionality was unable to be tested. The dimension of the distal end of the collet only applies before slotting. Due to this, the dimension of the device in its current state is unable to be measured against the specification. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is unable to be confirmed. Per the technique guide, the device is designed to be used in conjunction with cruciform screwdriver to aid in implanting the screws. The device holds the screws so that two hands are not required to insert the screw. The relevant drawings were reviewed during investigation: holding sleeve 2.4 mandibular trauma system and collet 2.4 mts holding sleeve. The design history was not found to impact the complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.